Manufacturer narrative:
The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Electrical testing was performed which the device passed. During the evaluation, the fluid was transferred outside of the returned instrument testing evaluation (rite) specified limits, and the volumetric accuracy test that followed showed that the device had failed. A visual inspection was also performed. Pal determined that there was missing thermo compound from copper mesh of the door assembly. The device did not meet product specification related to this event. The copper mesh was to be scrapped. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.